Event description:
Additional information was received that the device was returned for reliability analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual observation confirmed evidence of arcing on the device casing. A real time xray noted that the plasma fuse was blown. Testing of the device confirmed that longevity was not as expected. Additionally, three high voltage system faults had occurred for exceeding charge time measurements and a shorted shocking lead. No further testing was performed.

Event description:
Boston scientific received information that the patient with this device system was reportedly shocked while in a retail establishment. The patient was standing approximately 20 feet from the entrance door. Prior to the delivered shock, the patient did not feel symptomatic. Upon device interrogation, a short circuit condition was detected during shock delivery. Additionally, a code indicating charge time limits exceeding 45 seconds was observed, along with a code indicating limited device capacity. The device began beeping as a result of the charge time fault codes. Technical services was consulted and discussed that therapy cannot be guaranteed and recommended replacing the device and returning for reliability analysis. Tachy therapy was reprogrammed to off and the patient is scheduled to meet with a surgeon for possible revision procedure. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that a revision procedure was performed. The device and right ventricular (rv) lead were explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4).